Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation concluded fibrous thickening of all three cusps, fibrous pannus ingrowth on the inflow surface of cusp 2, and a layer of fibrin on the outflow surface of all three cusps. There was no evidence of inflammation and gram stains were negative for organisms. No evidence was found to suggest the cause of the fibrin and pannus formation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2011, a 27mm epic mitral valve was implanted in the mitral position and a non-sjm tissue valve was implanted in the aortic position as a concomitant procedure. The patient subsequently presented with shortness of breath and edema. Tte was performed and the valve leaflets appeared normal and functional without obstruction or evidence of calcification. A tee was then performed and showed evidence of paravalvular leak on the distal aspect of the atrial annulus. The mitral tissue valve was explanted with difficulty as one of the stent posts appeared adhered to cartilage via the polyester fabric, not the sewing cuff. Cultures were taken from the valve for analysis at the hospital. The non-sjm aortic valve remained in situ. In addition to implantation of a non-sjm mitral valve, a concomitant tricuspid annuloplasty was performed with a cosgrove annuloplasty ring.

Event description:
The tee that showed evidence of severe paravalvular mitral regurgitation on the distal aspect of the atrial annulus due to dehiscence of the sewing ring was obtained on (B)(6) 2015.